Event description:
An increase in the standard update value (suv) was reported after the customer upgraded from petsyngo 7.2.2 release 1 to 7.2.2 release 4a software. The increase was more evident in heavier patients. There is the potential that a high suv (upon a follow-up scan) could be misinterpreted and impact a patient's treatment plan. However, siemens medical solutions USA, inc. Has not received any reports which indicate this had occurred.